Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. Information was reported that the patient stated that she had previously lost a lot of weight, and the healthcare provider (hcp) had to relocate the battery because the ins was sitting on top of her skin. This issue occurred 2-3 years ago. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information was added in that corrected the notified/aware date of the revision to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that the patient stated that she had previously lost a lot of weight, and the healthcare provider (hcp) had to relocate the battery because the ins was sitting on top of her skin/"budging". This issue occurred about 2-3 years ago. No further complications were reported. No additional patient symptoms were reported.